Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the 10x40 precise pro rx self-expanding stent (ses) was inside the body, and during attempted retrieval, it was difficult to pull back and could not be withdrawn. There was no reported injury to the patient. The device will be returned for evaluation. Additional information was requested; however, the information was not obtained after multiple attempts.

Event description:
As reported, the 10x40 precise pro rx self-expanding stent (ses) was inside the body, and during attempted retrieval, it was difficult to pull back and could not be withdrawn. There was no reported injury to the patient. The device will be returned for evaluation. Additional information was requested; however, the information was not obtained after multiple attempts.

Manufacturer narrative:
As reported, the 10x40 precise pro rx self-expanding stent (ses) was inside the body, and during attempted retrieval, it was difficult to pull back and could not be withdrawn. There was no reported injury to the patient. The device will be returned for evaluation. Additional information was requested; however, the information was not obtained after multiple attempts. A non-sterile unit of the ¿precise pro rx us carotid system¿ was received for analysis, coiled inside a clear plastic bag. The device was unpacked for inspection. A thorough visual examination revealed multiple kinks located approximately 7 cm and 22 cm from the distal tip. The device was not deployed, and the stent remained properly mounted in its manufacturing position. The hemostasis valve was returned tightly closed. No other notable findings were observed. Dimensional analysis was performed to verify the outer diameter of the stent crossing profile. Measurements were taken at two separate locations, and all results were found to be within specification. Functional testing was subsequently conducted. The returned unit was inserted into a previously flushed laboratory sample csi 6 french sheath via the cap and then withdrawn. Resistance and friction were observed only in the areas corresponding to the identified kinks during the functional test. The reported ¿stent delivery system (sds)- withdrawal difficulty¿ was observed during functional analysis due to mechanical deformation of the delivery system, specifically the kinks identified approximately 7 cm and 22 cm from the distal tip. These kinks likely increased friction and resistance when the device was retracted through the sheath, consistent with the resistance observed during functional testing. The stent remained in its manufacturing position and dimensional measurements were within specification. Therefore, the retrieval difficulty was due to the localized damage to the delivery catheter, likely incurred during procedural handling or manipulation, resulting in increased resistance upon withdrawal from the sheath. According to the instructions for use, which is not intended to mitigate risk, ¿post-deployment stent dilatation: while using fluoroscopy, withdraw the entire delivery system as one unit, over the guidewire and out of the body. Remove the delivery device from the guidewire. Note: if any resistance is met during delivery system withdrawal, advance the outer sheath until the outer sheath marker contacts the catheter tip and withdraw the system as one unit. (Do not remove guidewire.) Using fluoroscopy, visualize the stent to verify full deployment. If incomplete expansion exists within the stent at any point along the lesion, post deployment balloon dilatation (standard pta technique) can be performed.¿ the information available does not suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.